Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that a gemini basket was used during an extirpation of matter from right ureter, via natural or artificial opening endoscopic. Procedure performed on (B)(6) 2017. During procedure, ureteral perforation occurred. Stent percuflex 7x26 175-273-01 is a possible treatment.